Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported that since implant, patient had felt a warming sensation in their body - specifically at the ins site. Patient indicated to caller that they feel it for about 8-10 seconds and then it goes away and it isn't very often, just every now and then. Caller asked patient if they also felt pain with the sensation and patient said no and that the therapy is helping them. Caller stated patient is at 1.8v amplitude. The caller was not with the patient. The patient was redirected to their healthcare provider to further address the issue.